Event description:
It was reported that after laser resurfacing procedure, pt developed thermal burns, loss of sensation, and facial scarring. Additionally, it was reported that the procedure was conducted in continuous mode.

Manufacturer narrative:
Lumenis made reasonable attempts to contact the user facility for add'l info to aid the investigation. No add'l info was made available. The event was reported to lumenis more than 3 yrs after the date of occurrence; therefore, a relevant root cause eval was impossible. Moreover, it was determined during investigation that said machine was serviced by a non-authorized/validated 3rd party for several yrs at the discretion of the user facility. As it was reported that the procedure was conducted with continuous energy, as opposed to pulse energy mode as indicated by prod labeling. It is lumenis' determination that this is the probable cause for the reported event.